Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had a setscrew issue. It was noted that post connection of the leads to the device, no pacing was observed. The physician noticed that the right ventricular (rv) lead pace/sensing and rv defibrillation connections were interchanged. When the physician tried to loosen the setscrew, it was stuck in the socket and unable to unscrew. The device was not used, and another device was implanted. The rv lead remains in use with proper connection pacing function started. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.